Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that the pink slide moved forward and the cannula inserted into the skin; however, the cannula was not visible when the pod was removed, noting that it had retracted indicating a needle mechanism failure. The patient¿s blood glucose level subsequently rose to 20 mmol/l (360 mg/dl). The pod had been worn for approximately 5 to 24 hours. As treatment, a new pod was placed.